Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine both of unknown concentrations at unknown dose rates via an implantable pump for an unknown indication for use. It was reported the patient had went through withdrawal while in the hospital back in 2005. It was further noted that they were replacing the pump ¿things went wrong¿. The date (B)(6) 2005 is considered an approximate date of event (year known only). The situation was indicated as having been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial #: (B)(4), ubd: unk, UDI#: (B)(4). Update: the previously applied device code c53269 is no longer applicable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding the report of something having gone wrong when replacing the pump and when the patient experienced withdrawal was first noticed, it was noted as being one day after the pump replacement surgery. The event occurred post-op in the recovery room. It was further noted that there was no device failure; the pump was on a continuous infusion prior to the replacement but had a battery failure. After replacement the pump was programmed with intermittent boluses. Regarding the cause of the issue it was further noted that once continuous infusion was resumed, the withdrawal symptoms resolved. Actions taken to resolve the event included intravenous (IV) morphine patient-controlled analgesia (pca) and infusion was started with symptom improvement. It was noted that there was no need to explant as there was a programming issue. The device implanted was later replaced in (B)(6) due to end of battery life and the new pump was working fine. The device serial/lot numbers involved with the event (including clinician programmer used at the time of the event) were indicated as being not available; records were not available (over 13 years old) / records were in archives. The patient¿s weight at the time of the event was unavailable.